Event description:
The customer reported that the subject device displayed a snowy image on the monitor. There was no patient or user injury reported. The device was returned to an olympus service center for evaluation. During inspection and testing, service found the device displayed a blurred image on the monitor. This report is being submitted for the malfunction [blurred image] found during the device evaluation.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. During the device evaluation, service found the charge coupled device (ccd) unit was damaged. Based on the results of the investigation, a definitive root cause could not be determined. However, the following are the potential causes: damage to the ccd unit, sliding error of movable l-range that occurred in the zoom scope, occurred within the allowable range and damage or deformation of the connector. Operation manual: inspection of the endoscopic system. Operation manual: important information ¿ please read before use: warnings and cautions. During the device evaluation, service found the plug unit was defective and the rubber was peeling off, causing a water leak. Per the legal manufacturer, these other device issues identified by service have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. Olympus will continue to monitor field performance for this device.